Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that the customer was hospitalized for high blood glucose levels, with a reading of 249 mg/dl. The customer had to change the infusion set three times due to no delivery alarms. The reported blood glucose reading at the time of the call was 520 mg/dl, which was treated with injections. The wife stated that the customer's on two different medications for fluid retention and a sore throat. Nothing further was reported.